Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed calcium result generated on the architect analyzer for 1 patient. The following data was provided (units of measure = mg/dl, reference range = 8.4 to 10.2 mg/dl): on (B)(6) 2019 sid (B)(6) initial result = 2.2, repeat = 9.5. No impact to patient management was reported.

Manufacturer narrative:
It was discovered on october 04, 2019 that the initial and follow-up-01 emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1628664-2019-00652 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
A ticket search was performed for the reagent lot number 04770un19. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the calcium assay was identified.